Manufacturer narrative:
On 5/24/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # : (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a right atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a signal interference issue (noise) occurred. The thermocool® smart touch® sf bi-directional navigation catheter was connected to the carto 3 system all body surface (bs) and intracardiac (ic) electrograms became noisy. The noise was observed on all channels and observed on both the carto® 3 system and the recording system while outside the patient¿s body. The physician did not have any other monitor available to monitor the patient¿s heart rhythm. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30149868l number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a signal interference issue (noise) occurred. It was reported that when the thermocool® smart touch® sf bi-directional navigation catheter was connected to the carto 3 system all body surface (bs) and intracardiac (ic) electrograms became noisy. When the thermocool® smart touch® sf bi-directional navigation catheter was disconnected, all the signals cleared. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged and the issue resolved. The case continued successfully. There was no patient consequence. Additional information received indicates the noise was observed on all channels and observed on both the carto® 3 system and the recording system while outside the patient¿s body. The physician did not have any other monitor available to monitor the patient¿s heart rhythm. The issue of signal interference on all channels and on all systems has been assessed as an MDR reportable malfunction.